Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old female who had mentor smooth round high profile 380cc saline prostheses placed experienced several unexplained systemic symptoms pot procedure. Breast pain, migraines, fatigue, joint pain, cognitive issues, and anxiety were noted. As a result, explant was performed on (B)(6) 2022. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This event was reported to the FDA under mw5110722. See 1645337-2022-08588 for contralateral prosthesis report.